Event description:
It was reported that during a da vinci-assisted transcervical esophagectomy non-transthoracic surgical procedure, the endoscope moved non-intuitively on the universal surgical manipulator (usm) 2. The image of the endoscope was flipped 90 degrees when the surgeon changed the angle from up to down. The customer reseated the endoscope several times, which resolved the issue. An intuitive surgical, inc. (Isi) technical service engineer (tse) could not find any related errors in the logs. The isi tse explained that the issue could be due to the guide tool change (gtc) function or an endoscope connection issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no issue. There was no patient injury. The endoscope would not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the endoscope flipped 90 degrees, an investigation was completed to determine the cause of this reported event. An RMA was not issued for return as the customer reported that the endoscope instrument was not going to be returned for failure analysis. Although the complaint regarding the inverted image was not confirmed by failure analysis since the endoscope instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.